Manufacturer narrative:
A complete analysis and testing of the sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported receiving calibration errors and a bad sensor alert. The blood glucose reading was 166 mg/dl. Customer stated that the bad sensor alert occurred after the second consecutive calibration error and after the initialization period. The sensors were not expired at that time but were dated for a few days later than the event. He mentioned that he could use the sensors for 6 days but was advised that they are only labeled for 3 days. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.